Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the insulin was expelled during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/14/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation the pump could not detect the cartridge during the load cartridge step, and the pump dispensed insulin. The force sensor was found to be reading low force. Contamination was observed on the force sensor assembly. Unrelated to the event the battery compartment was found to be cracked, the battery cap threads were found to be stripped, and the display was found to be faded.